Manufacturer narrative:
The technician found the head section drive nut was stripped. The tech replaced the drive nut to repair the bed.

Event description:
Alleged the head of the bed fell from the up position to the flat position. There was a pt in the bed, but they are not aware of any injuries.